Event description:
It was reported that the patient presented for implant procedure. During the procedure, the left ventricular (lv) lead failed to advance through the guidewire. The lv lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of the failure to advance was confirmed. As received, a complete lead without the guidewire was returned in one piece for analysis. Visual inspection of the lead found no anomalies. X-ray examination found the inner coil was damaged at the connector region consistent with procedural damage. The test guidewire was stuck at the connector region due to the damaged inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event was due to procedural damage to the inner coil.